Event description:
While inserting a bakri postpartum balloon into a hemorrhaging patient, the stop cock broke... This happens very often while using these costly items (per nursing report of event).

Manufacturer narrative:
Complete evaluation results cannot be reported at this time as the device will not be returned. Additional information received from the user facility indicates that the stopcock was left in the patient's vagina and discovered seven weeks after caesarian delivery during a follow up vaginal exam. The stopcock came out during the exam without additional surgical or hospital related assistance. The patient was agitated that a stopcock had been left in her vagina causing her seven weeks of discomfort and removed the stopcock from the physician's office. Our investigation of the customer's comments has not concluded. The sales representative has followed up and conducted an inservice to review the instructions for use and placement techniques. The stopcock is designed to be removed from the device as necessary during use. We do not know if the entire stopcock or a portion of the stopcock was retained in the patient. Most likely, the stopcock came off the device during transabdominal placement and was not noticed by the user. We cannot determine how the customer inflated the balloon or how it remained inflated for any length of time following placement as we do not, at this time, know if the stopcock was replaced prior to balloon inflation. Further investigation is ongoing with the customer and internally. Additional information will be reported to the agency if it becomes available.